Event description:
Pt underwent breast augmentation in 1993. She developed bilateral capsular contraction and bilateral implant rupture. On 1/22/97, removal of ruptured implants and open capsulectomies was performed.